Event description:
It was reported that sharps coll 1.5qt red was missing the lid. The following information was provided by the initial reporter: it was reported by the medical professional, the sharps container was missing the lids.

Manufacturer narrative:
Investigation summary: no photos or samples were received with the customer's complaint of missing lids. Without further information like a physical sample, the complaint cannot be verified and the root cause remains unknown. A DHR review could not be performed since lot number information was not received, the complaint information only contains the family product and item. However, a review of the ncmr¿s was performed; the result showed there were no issues reported for missing part (lids) for the same part number (305487) throughout the previous twelve months. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that sharps coll 1.5qt red was missing the lid. The following information was provided by the initial reporter: it was reported by the medical professional, the sharps container was missing the lids.